Event description:
It was reported by a physican that he noticed a whitish residue attached to the intraocular lens after implantation. The residue is causing the patient's visual acuity to decrease because of the formation of a white membrane on the lens. There is inflammation because of this. Further, the doctor reported trying to remove the white residue with yag but it did not work; date of the yag procedure was not provided. The lens remains implanted to date. No further information was provided. No further information was provided.

Manufacturer narrative:
Concomitant medical products: balanced salt solution (bss) and vistagel. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Reason for non-evaluation: to date the intraocular lens remains implanted. Manufacturing records were reviewed and no deviations or non-conformities related to the customer claim was generated. No cosmetic damages or defects were noted. Sterilization records were reviewed and no deviations that could affect sterility were noted. The documentation shows that the production order was manufactured according to specifications. The manufacturers medical monitor reviewed the slit lamp photos provided by the surgeon. The findings noted were clearly a fibrotic reaction localized to the anterior aspect of the lens. There does not appear to be a significant anterior chamber reaction; no hypopyon was noted. All pertinent information made available to abbott medical optics has been submitted. Placeholder.